Event description:
It was reported that revision surgery was performed due to loosening. This case came up in context of a ten year follow up of an observational study which was initiated by the surgeon and not by smith & nephew.